Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing inserted battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the failure was isolated to a defective y1 crystal oscillator on the bedside pca and liquid contamination on the battery pca. The root cause for the defective y1 oscillator could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4). The patient using this battery charger/modem reported that the battery charger was not recognizing inserted battery packs.